Manufacturer narrative:
A ge svc rep performed an onsite investigation. It was determined that the x-ray tube will require replacement. No additional svc info was provided.

Event description:
It was reported that the sys displayed an x-ray tube overheat, exam completed - cause: x-ray tube, to be diagnosed error. This error will cause the system to lockup. There is no report of a pt injury or death associated with this event.